Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/16/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with an infection which occurred the day the sensor had been inserted in the arm. On (B)(6) 2024, the patient was at a physician¿s visit to retrieve her new dexcom g7. Upon senor insertion, the patient developed an itching sensation under the sensor overlay patch. They decided to remove the sensor, and the physician prescribed oral montelukast (singulair), an unspecified dosage. At the time of report the itching had subsided and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.